Manufacturer narrative:
(B)(4). Revealed no anomalies. The lead had acceptable continuity with no shorts. The lead was functionally okay. Testing of the lead (model 3778, serial number (B)(4)) revealed no significant anomalies. The outer insulin was cut 21 cm from the distal end. The lead had acceptable continuity with no shorts. The lead was functionally okay.

Event description:
The pt experienced poor coverage due to lead migration. Her two leads were explanted and replaced. The pt was not injured and recovered without sequela.